Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a prostyle device after a percutaneous coronary intervention procedure using a 6f sheath. Reportedly, the suture was not present when the plunger was pulled back. An additional prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The failure to cycle was not confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the reported difficulties cannot be determined. The subsequent treatment appear to be related to the circumstances of the procedure. In this case, it is possible a premature release of the posterior needle prior to deployment, or some other event that caused the rail end of the suture to be removed manually or as result of the case circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.